Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image black due to bad plug unit, corrosion rust inside scope connector/wds active and a white residue on aux channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damage is d02, cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an error code e315. The issue occurred during inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.